Manufacturer narrative:
The subject device was not returned to olympus; therefore, the reported event could not be confirmed. Due to no known serial number, the footswitch device history record could not be retrieved. If information permitting the retrieval of the DHR becomes available at a later date, the investigation shall be updated appropriately. Based on the results of the investigation, the root cause of the event was unable to be identified. This report is related to MFR 00404 (2/2) olympus will continue to monitor field performance for this device.

Event description:
The customer reported that a left ureteroscopy, biopsy and laser ablation of ureteric tumor procedure was being performed. The customer wanted to use the thulium laser to ablate the tumor but the foot pedal is wirelessly connected to the thulium laser machine. The foot pedal would not connect to the machine so the thulium laser could not be used. The customer tried switching off bluetooth from phones as this happened previously, but this did not work. The customer had to use another device instead to complete the procedure. There were no reports of harm.